Event description:
The patient was referred for a generator replacement procedure, but high impedance was seen during most recent interrogation. Generator is currently reading 0-5% battery life remaining at neos, impedance greater than 10,000. It was reported that the patient will be scheduled for surgery in the next couple of weeks. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.